Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause. The capsule was returned attached to the delivery system and the capsule trocar needles was advanced with blood and tissue present.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. No serious injury to the patient was reported.